Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2014 with the following findings: they keypad was observed to be torn off below the ok button. The keypad buttons were tested and all of the keypad buttons were intermittently responding to presses. The keypad was removed and contamination was observed under all of the keypad buttons. Unrelated to the complaint, the battery compartment was observed to be cracked from the case seal. The pump was opened and no moisture or corrosion was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the up arrow button was sticking and required multiple presses to respond. The reporter confirmed no known damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.